Event description:
The complainant was using a cp pump to support a patient with acute myocardial infarction and cardiogenic shock. After shock wave, lost placement signal and received placement signal unreliable. Motor current pulsatile and good flows. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump was returned for investigation. No physical abnormalities were observed. Data log shows the placement signal not reliable alarm along and all 5s parameter was down which indicate hard failure of the sensor. Placement signal was lost immediately after the shockwave device used. The cause of the optical signal issue was a damaged sensor due to the shockwave device interaction. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.